Event description:
Dr (B)(6) implant surgeon of the hosp reported to our sales rep (B)(4) that a pt had an accident on (B)(6) 2012 primary surgery same day. A CT was taken on (B)(6) 2012 - properly seated implant. On (B)(6) 2012, a CT was taken and it was observed that the rod of the screw head has come loose.

Manufacturer narrative:
Should the device be explanted add'l info will be made available and will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.